Event description:
The device was used during a colectomy procedure. Reportedly, the instrument broke and the staple line was incomplete. The surgeon manually sutured to complete the procedure. The hospital has reported no pt injury occurred.